Manufacturer narrative:
The meter has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated on 02/06/2015 with the following findings: the meter started up to an error 1 code immediately when it was powered on. The meter was unable to pair to a test pump as a result of the error 1 message that couldn¿t be cleared.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that there was an error 1 message that couldn't be cleared. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.